Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the line, which connected the balanced salt solution bottle to the cassette, came loose when the surgeon went from the sculpt step to the quad step. The handpiece was withdrawn from the eye and the cassette and bottle were changed. There was no patient harm.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The two returned samples were visually inspected and it was found that the drip chambers had been cut off by the customer. A drip chamber from lab stock was used to complete the testing of the cassettes. The samples were functionally tested and passed testing; however, since the drip chambers were not returned we are unable to confirm if there were any abnormalities with the drip chamber spike or balanced salt solution bottle. The root cause of the customer¿s complaint could not be established as the sample was not returned intact. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).